Event description:
It was reported that during a tlif spinal surgery when the surgeon tried to reinsert the retractor to adjust the cage, an instrument damaged the dura mater. The dura mater was sutured using an endoscope. It was confirmed that post-op the patient is well.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.